Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported charring was noted on the ac inlet of the power cord. The customer contact reported that when the healthcare professional was connecting the ac power cord to the device, a "disturbing noise was created and the ac inlet was damaged." It was reported the ac power inlet was charred. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.